Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead was explanted due to a product performance issue. No adverse patient effects were reported. The local area field representative was contacted for additional information. This report will be updated should additional information become available. The event and explant dates provided do not make sense so they were left off of this report.